Event description:
It was reported that when unpacking the universal modular electric/ battery single trigger handpiece for a trial, it was observed that the handpiece did not work. Several different batteries were tried and the device remained non-functional. The device was not in patient use, therefore there was no report of patient injury associated with the event.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.